Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively during ess procedure, the outer tube portion was damaged. It was confirmed that there was no residue in the body. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, the distal tip was marginally bent, but not broken, when returned. The distal end of the outer tube was deformed and there was contamination on the outside diameter of the outer tube. Functionally, the inner assembly spun freely by hand, but wobbling was observed at the tip. For further analysis, an x-ray was performed to observe the internal construction of the device and a portion of the spiral wrap near the bend of the outer tube was overstretched. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction in h3: fdd code a051208 is added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.